Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. There was brain swelling caused from the device. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? How was surgiflo used? How was the brain swelling managed? Does the patient have a medical history of allergic reactions towards gelatine? Did the surgeon/medical doctor initiated a further investigation of why the brain swelled? What are the surgeon¿s opinion to the cause of the swelling? What is the patient outcome? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.